Manufacturer narrative:
Further information from the customer found that they use gel tubes and analysis is usually performed 2-4 hours after collection using the gel tubes on analyzer. Samples are then poured off in shipping tubes and frozen. Samples are not frozen in gel tubes. Tosoh technical support (tts) informed the customer that gel tubes have not been validated by tosoh. Tts recommended an e2 precision study be performed to verify analyzer performance. The account indicated that they would provide this data requested within the next 2-3 days. Further attempts by tosoh to obtain additional information from the customer were unsuccessful. Review of service records for this aia-2000 analyzer found no further reports of discrepant patient samples related to this event. The most probable cause of the reported problem is related to use of gel tubes that have not been validated by tosoh for use with the aia-2000 analyzer. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes and troubleshooting pertaining to the aia-2000 system. The aia-2000 operator's manual provides the following information: loading specimens, calibrators and controls to sample loader (1) specimens can be loaded in their tubes or dispensed in required amounts into the sample cups and loaded into the sample racks. The dead volume of specification is 100 ul for sample cups and 500 ul for straight round-bottomed test tubes. Note that sampling results cannot be guaranteed for tapered test tubes. Feel free to contact a tosoh service center or local representatives for information on the type of test tubes that can be used. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer contacted tosoh technical support to report that they are getting discrepant e2 patient results with use of the aia-2000 analyzer. The customer further reported that one of the patients has a consistent cumulative history on the tosoh estradiol (12 months of results). Recent serum estradiol levels: 48, 40, 37, 41 (last drawn on (B)(6) 2016, result 48). This patient had an estrogen fractionation done which came back as < 5.0. The physician believes the patient to be post-menopausal but these values show pre-menopausal. The customer asked the lab to run their immunoassay estradiol to compare and they got the same < 5.0. The customer explained that the patient sample was drawn in a serum tube (sst), run in this tube and then frozen in the same sst. As the physician questioned the patient result, a sample was sent frozen in the sst tube to a bio reference lab. The reference lab result was 5. Tosoh technical support asked the customer to provide quality control (qc) data and calibration data for the e2. The customer was also asked that n= 10 precision be performed on 2 levels of qc material. The customer called back with qc results that indicated the results were within range; however, they were below the mean. The customer indicates they are using supplier bio-rad controls. Results: level I: 262, level ii: 558, and level iii: 1009. Means: 239/530/989. The customer also reported that the calibration results are running the same with use of e2 lot 69. Calibration values: cal1: 68/70, cal 2: 57/59, cal 3: 47/48, cal 4: 22/23, cal 5: 14/15, and cal 6: 6/7. The two calibration curve rates show consistency in rates from calibration to calibration.